Event description:
No additional event information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
It was reported that x-rays revealed a fracture at the rod's radial bearing. A revision is not planned at this time and continued lengthening is anticipated.